Event description:
On 15th jan 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-2324bcct, suture anchor, biocomposite swivelock® c vented, 4.75 x 19.1 mm, with fibertape® loop (blue), its anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-2324bcct. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the anchor and sleeve of the suture anchor, biocomposite swivelock® c vented, 4.75 x 19.1 mm, with fibertape® loop (blue) was broken off. The eyelet and sutures were not returned for investigation. Functional testing was not performed due to the damage to the device. Per dfu-0087-eo - g. Precautions - 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. The most likely cause of the reported failure can be attributed to user error with the device due to misalignment and excessive force applied during insertion, and/or prying/leveraging of the device during use.